Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for pump error and replace battery now. The customer had power loss alarm and blank display. The customer's blood glucose level at the time of incident was 240mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump was monitored for seven days with no unexpected power loss alarms, post-reset ram crc alarms, insert battery alerts or blank display anomalies noted during our testing. No unexpected battery icon anomalies, flashing of display anomalies or unexpected restart anomalies noted during our testing. The power management graph was in specification; however multiple replace battery now alarms were present in the format history file due to an intermittent non-sleep anomaly software error as indicated in the power management graph. The insulin pump had scratched casing, minor scratches on the lcd window and pillowing keypad overlay.